Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic discal colon resection, while assembling the device, the anvil of the circular stapler tilted before firing so the device cannot be fired. Another unit was opened to continue the procedure. There was no patient injury in this event.